Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip were noted. Numbers did not ramp up on their own or scroll bar moved with no input. (B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer attempted to bolus but when she entered her carbohydrates the numbers kept scrolling on their own. The insulin pump was exposed to sweat. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.